Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
On previously submitted report, section "date received by mfg" in box g was incorrect. In this report, section "date received by mfg" in box g has been updated/corrected.